Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. The most probable cause of this complaint is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was leaking/dripping a yellow substance when hung. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was leaking/dripping a yellow substance when hung. The issue occurred during reprocessing. There were no reports of patient involvement.